Event description:
The turbohawk was inserted in the right sfa. The stent (unknown make and model) that had been previously placed in the right sfa was occluded. The sfa was also occluded both proximally and distally to the deployed stent. The physician performed approximately 3 passes with the turbohawk. An injection of contrast showed some residual stenosis present. Another pass was made with the turbohawk and it appeared to become stuck within the stent. The patient was transported to the operating room and surgery was performed to remove the turbohawk.

Manufacturer narrative:
A review of the manufacture records for this device could not be evaluated because the lot number was not available. Device retained at hospital.